Manufacturer narrative:
Concomitant: 305u27 tissue valve, implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.